Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:29:08. During night drain cycle three, the patient's ultrafiltration reading was 22412ml, indicating the home patient drained 22412ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause was an unexpected high ultrafiltration (uf). Should additional relevant information become available, a supplemental report will be submitted.